Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 400 mg/dl. The customer cause of hospitalization was hypoglycemia. Customer was sent home without being admitted. Customer was wearing the pump at time of hospitalization. Customer is able to remove infusion set from the body and found cannula is bent. Customer performed the high pressure test and passed.